Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus¿ safety closed IV catheter system there was leakage at the adaptor septum. The following information was provided by the initial reporter. The customer stated: "the nurse in charge follows the doctor's instructions for the patient's intravenous infusion, uses a safe indwelling needle for puncture. After the puncture is seen to return to the needle tube, the isolation plug has a small amount of blood oozing, the infusion department is normal after opening the infusion device, there is no leakage."

Manufacturer narrative:
Correction being submitted as the initial MDR was submitted in error. It was a duplicate. The original submission is 3014704491-2021-00394. Consider this submission cancelled.

Event description:
No additional information.